Manufacturer narrative:
(B)(4) - excessive force. Evaluation summary: the device was returned for evaluation. The shaft separation and kink were confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent systems instructions for use states: applying excessive force to the delivery system can potentially result in loss of or damage to the stent and / or delivery system components. In this case, the application of force appears to have contributed to the shaft separation.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with heavy calcification. The 3.0 x 28 mm xience xpedition stent delivery system (sds) was advanced, but could not cross the lesion due to the anatomy. Force was used, and the sds shaft kinked. The physician continued to push the device, but the shaft then separated at the kink, outside the patient anatomy. The device was easily removed. A new xience xpedition sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.